Event description:
The pt tested blood glucose on suspect device and it was 245 mg/dl at 8:44 a.m.. She went to the dr and he did a lab draw at 12 p.m. The dr advised that she take extra medications once at home, the pt returned home and at 1:44 p.m. Retested her blood glucose on suspect device and it was 319 mg/dl. She took the prescribed medication and stated that she almost passed out. At 2:02 p.m. She retested her blood glucose on suspect device and it was 219 mg/dl. The dr called her with her lab results and it was 70 mg.dl from the day before and advised to discontinue taking medications prescribed. Glucose control level one was run and it was out of specifications.